Manufacturer narrative:
Lot# review: suspect /reported lot numbers 3293929 (mfg. 07/2016) 28000 units; 3275468 (mfg. 06/2016) 28000 units. Both lots were manufactured, tested, inspected and release citing no exception documents.

Event description:
Complaint received reporting air "bubbles" in the line with unspecified dialysis set-ups and d1000 tego connectors. The initial information received reports on (B)(6) "micro bubbles coming from the tego connection into the hemodialysis blood tubing during active hemodialysis treatments". The tego connectors were removed, replaced and discarded. There were no reported patient injuries, adverse outcomes.